Manufacturer narrative:
Fracture of the insertion post from a dental implant. Implant could not be placed at the final position. Implant was finally removed 2 days later and a new implant was successfully placed dentist should have consulted IFU to prevent this from happen. Product analysis concluded no product problem

Event description:
Fracture of the insertion post from a dental implant. Implant could not be placed at the final position. Implant was finally removed 2 days later and a new implant was successfully placed